Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Blood glucose was not impacted. Reportedly, the customer successfully loaded a new cartridge to address the issue.

Manufacturer narrative:
Device not returned